Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with cefpodoxime (daily, orally, dose unknown). The patient remained hospitalized. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896290. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the physician reported the patient remains in the long term care facility and has been on back up hemodialysis (hd) therapy for the last 2 weeks. Per the physician, the hemodialysis will continue for another two weeks and will attempt to resume pd therapy again. The physician stated the patient developed a thrombosis in the ¿I-jugular¿ location in which the hd catheter was placed and received treatment for this. Per the physician, the report of the thrombosis was unrelated to pd therapy or disposables. Should additional relevant information become available, a supplemental report will be submitted.